Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise and high impedance. The lead was explanted and replaced. The patient's condition was stable before, during and post procedure.